Event description:
A surgeon reported that during a procedure, there was poor actuation of the cutter, and the flow of water was abnormal. The problem was solved after the product was replaced with another one. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).